Event description:
Resident leaned sideways and tipped over ambulator sustaining laceration over left eyebrow and re-opening skin tear on right elbow. Sent to ER; was diagnosed with a fracture of the right arm.